Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: restenosis requiring medical intervention. Device issue: no device malfunction has been reported. It was reported via a trial that the index procedure was in 2005, in which a 3.0 x 18 mm xience v stent was implanted in the mid left anterior descending artery (lad) lesion. However, in 2009, the pt experienced chest pain (angina), which was classified as stable angina, requiring hospitalization. Revascularization was performed and the pt effect was resolved the following month. No add'l event or pt info is available.